Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.